Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this device exhibited a fault code on the latitude monitoring system. Remote analysis confirmed that the device had undergone multiple resets. The doctor confirmed that the patient has been undergoing radiation therapy. Technical services advised that the error will reset the device programmed parameters to factory nominals. The doctor elected to program the device off and place a life vest until the therapy radiation series is completed. The device is now beeping. A device replacement was offered but the patient does not want a new system at this time. The system will be checked again after the treatment ends. The device remains in service. There were no adverse patient effects reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that this device exhibited a fault code on the latitude monitoring system. Remote analysis confirmed that the device had undergone multiple resets. The doctor confirmed that the patient has been undergoing radiation therapy. Technical services advised that the error will reset the device programmed parameters to factory nominals. The doctor elected to program the device off and place a life vest until the therapy radiation series is completed. The device is now beeping. A device replacement was offered but the patient does not want a new system at this time. The system will be checked again after the treatment ends. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that this device exhibited a fault code on the latitude monitoring system. Remote analysis confirmed that the device had undergone multiple resets. The doctor confirmed that the patient has been undergoing radiation therapy. Technical services advised that the error will reset the device programmed parameters to factory nominals. The doctor elected to program the device off and place a life vest until the therapy radiation series is completed. The device is now beeping. A device replacement was offered but the patient does not want a new system at this time. The system will be checked again after the treatment ends. The device remains in service. There were no adverse patient effects reported.